Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An engineering evaluation of the returned device was conducted. Per gore engineering services, the leading olive was missing. Blood and residue gave the appearance the device had been introduced into the pt.

Event description:
On (B)(6) 2009, a gore tag thoracic endoprosthesis was selected for use. The leading olive separated from the device catheter. There was no adverse event reported to the pt.